Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic stent device was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the patient's anatomy was not tortuous. During the procedure the physician was attempting to deploy the stent, but the mid-section of the delivery catheter was kinked and the stent was unable to be deployed. It was reported that the delivery catheter was kinked out of the packaging, however, the physician was unaware of this until the device was advanced through the scope and into the patient. There was no visible damage or issue with the stent itself. Reportedly, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found the stent partially deployed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 8 mm. The blue outer sheath was kinked at 62 and 83 mm distal to the distal end of the distal handle. The stainless steel shaft was kinked at several locations along its length. The stainless steel shaft was also detached at approximately 170 mm distal to the distal end of the proximal handle; however, the inner was still intact in this area. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved distally or proximally due to the kinking of the stainless steel shaft. The outer sheath was dissected longitudinally and no issues were noted with the polytetrafluoroethylene (ptfe) coating on the inside of the outer sheath. No other issues were noted with the device. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.